Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that contacts 4,11,12 and 13 had high impedance and the rep was unable to program on those contacts. The representative programmed around contacts. The cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-17: information was received from a patient regarding the ins device. The reason for the call was the patient stated every time they turned the controller on they were seeing a message "settings not available cannot provide your desired intensity settings" since 6 months ago, the patient stated that they had the ins reprogrammed about a month ago by the field representative. The patient verified they were getting this message on all groups. 2025-feb-21: information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that contacts 4,11,12 and 13 had high impedance and the rep was unable to program on those contacts. The representative programmed around contacts. The cause of the event was unknown.